Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate shocks and noise on the lead. A new endotak lead was implanted.